Event description:
It was reported that ongoing intermittent occlusion alarms occurred. For all events, the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus and manual insulin injection was administered to address bg level. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer changed cartridge and infusion set and resumed insulin to address the issue.